Event description:
Medtronic received information that 9 years and 2 months post implant of this 21mm aortic bioprosthetic valve, the patient died. The cause of death was not received. Therefore, relatedness of the death to the valve could not be excluded. It is unknown whether an autopsy was performed. Additional information was received which stated that the cause of death was cardiac related. It was mentioned that the patient was treated with an unspecified medication and the death occurred in hospital. It was reported that the disease condition directly leading to the death was congestive heart failure (chf). It was indicated that the patient had been experiencing aortic regurgitation (ar). It was further reported that other contributory conditions to the death were ischemic heart disease and hypertension. The site assessed the event as not related to the valve or the implant procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b.5: event description. H.6: coding. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that reported the patient had been in route to the hospital due to chest pain. It was further reported that a primary percutaneous coronary intervention (ppci) was planned to treat the patient, and an echocardiogram (echo) discovered moderate or significant left ventricular impairment. No additional adverse patient effects were reported.